Event description:
It was reported that during the procedure the stent (subject device) had broke from the delivery wire. The stent was then removed with the use of an aspration catheter. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject retriever was discovered in two fragments. The subject retriever device itself was broken proximal to the mid solder joint and the core wire was fractured. Due to the nature of the complaint functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. It is probable that procedural or anatomical factors encountered during the procedure contributed to the reported stent retriever becoming loose and separate during the removal of the device. An assignable cause of procedural factors will be assigned to the reported and analyzed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the stent (subject device) had broke from the delivery wire. The stent was then removed with the use of an aspration catheter. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.